Event description:
A surgical systems manager reported that the system was not recognizing phacoemulsification handpieces during a cataract intraocular lens implant procedure. Following a 5-7 minute delay and a system exchange, the procedure was able to be completed with no impact to the pt.

Manufacturer narrative:
A company rep examined the system and confirmed a system message, "inserted handpiece does not match selected handpiece". The company rep found that the handpiece type had inadvertently been set to one that was different than the handpiece being used by the customer. The company rep changed it to the correct type. The system was then tested and verified to meet product specs. The system was designed to display the observed system message to alert the user if the incorrect handpiece was selected for use, and prevents them from proceeding until corrected. A review of complaints for the last (B)(4) did not indicate any add'l similar reports for this system. The root cause of the reported event was attributed to incorrect handpiece type settings on the system. (B)(4).